Event description:
A malfunction alarm was reported during the pumping process, identified as alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, the customer will revert to multiple daily injections (mdi) as a backup therapy. Technical support arranged for the replacement of the pump, confirmed the shipping address, and provided instructions for returning the defective pump. The customer acknowledged and understood the instructions provided.